Manufacturer narrative:
The insulin pump had no escape button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked display window corner, cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and she is unable to clear the alarm. Customer also stated that there are cracks on the pump. Customer did not indicate any significant events leading to the error. Customer's blood glucose was unknown at the time of the incident. Troubleshooting was done for button error. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. Customer was advised that the pump should be replaced.